Manufacturer narrative:
Concomitant medical devices: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown medication(s) via an implanted infusion pump for intractable spasticity and cerebral palsy. A routine eol (end of life) pump replacement occurred and the device system was returned. The manufacturer representative returning the device system was not aware of a complaint associated with any of the devices. No further information was provided. Should additional information be received, a supplemental MDR will be initiated.